Event description:
The pt was scanned with the sense body coil, with the hands on the side. After the examination, a 2nd degree burn with a dime size blister was found on the right wrist of the pt.

Manufacturer narrative:
(B)(4). Conclusions: the injuries to the pt are consistent with burns caused by a lack of distance and padding between the cable and patients skin. (The instructions for use clearly indicate a minimum distance of 2 cm).